Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer attempted to reload the existing cartridge with adequate insulin left but faced an issue. Technical support instructed the customer to clean the pump and attempt reloading, which did not resolve the issue. The customer could not proceed due to a lack of additional insulin for troubleshooting, and it was suggested they contact their healthcare provider and return for further assistance. No additional information regarding the final outcome was provided.